Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: unit returned with its original pouch and batch. The unit returned has the distal tip damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal tip peeled and kinked. Dimensional inspection: all the outer diameter (od) taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in an occluded fibular artery. A 300cm v-14 controlwire guide wire was selected and advanced to the target lesion. However, during the procedure it was noticed that part of the guide wire coating remained inside the patient. No intervention was made to retrieve the device fragment. The procedure was completed successfully. No patient complications were reported and the patient's status was stable.